Manufacturer narrative:
One device was received for evaluation. Visual inspection found the select key button had no dome and is flat. The event history log was unable to be reviewed. Functional testing was able to verify the reported problem. It was determined that the root cause was due to an incomplete software application installed or was lost. The software was reinstalled to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error 44000. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.